Event description:
It was reported that the vns patient passed away. No other information was provided. Attempts for additional relevant information have been unsuccessful to date. Based on the limited available information about the patient¿s death, an internal classification has determined that the death may be possible sudep.

Event description:
The patient¿s obituary was located and the date of death was obtained. Good faith attempts to obtain additional details surrounding the patient¿s death have been unsuccessful.

Manufacturer narrative:
Age at time of event, corrected data: initial report indicated the patient's age was 20 years at the time of death however it was (B)(6) years. The information has been corrected in this report. Date of event: initial report indicated the date of the event was (B)(6) 2014 however it was (B)(6) 2009 (date of death). The information has been corrected in this report.